Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that in (B)(6) 2020, the patient experienced stoma site oozing and stoma site diameter wider then the tube. On (B)(6) 2020, the patient's peg tube was replaced with a 20fr peg tube. On (B)(6) 2021, a nurse reported during an evaluation that the patient had finished antibiotic treatment of cloxacillin 1g 1-1-1 and the stoma site had no gastric content discharge, no exudate, and was dry. It was unclear if the cloxacillin was prophylactic. At the time of report, the patient was being treated with one application of topical positon daily for one week.